Event description:
Right tibia and fibula comminuted fractures were treated with an open reduction and internal fixation surgery. For the internal fixation, this product was used. On the post-operative 10th day, swelling and redness were observed at the surgical wound. After the prolonged hospitalization, the patient condition was remitted.

Manufacturer narrative:
After receiving reports on the above-mentioned case, we examined the manufacturing records of our products used in this case and found no problem. The sterility of the product was assured by sterilization validation. It is therefore deniable that our products directly caused infection in this case. However, because the device was not returned to us, we were not able to define the root cause of the event. The osferion bone void filler package insert states in the following section: warning and precaution: (1) portion of osferion that is dropped into for example, soft tissue or articular space should be removed as soon as possible by using tweezers, suction, or other means. Adverse events: infection, nonunion, fracture, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.